Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer called because he was receiving 30 points higher on his prime meter compared to his accuchek. Caller stated he almost ended up going into a diabetic coma because he injected too much insulin and had to call the ambulance to stabilize him. His drug store closed and he could not get strips for his old meter so bought prime meter (B)(6) 2015. The prime gave reading of 232 so he took insulin, but after he took it he started getting dizzy. He was sweating and not feeling good so he called ambulance. Dispatcher told wife to give him some orange juice while they were waiting to bring his sugar up. Emts checked sugar when they got there and it was 147. He only takes insulin when sugar is over 200. He has had a kidney transplant so that is causing his sugar to be higher. He does finger testing only, new lancet for every test, does not squeeze fingers and washes hands. He keeps strips in original container. Strips are brand new as is meter. Requesting refund.